Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported that the central nurse's station (cns pu-621ra, sn: (B)(6) ) had a hdd failures. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the reported device was not returned for evaluation. Per hha#: 20-001, the root cause of hard drive failures is most likely linked reaching end of expected useful life, approximately 20,000 hours. Prolonged use without restarting the monitor could also lead to issues with the hard drive as it is a mechanical device. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. Attempt # 1: 01/22/2021 emailed the customer via microsoft outlook for the patient and tests information : they do not have information. D10 attempt # 1: 01/22/2021 emailed the customer via microsoft outlook for the devices: no reply was received.

Event description:
The customer reported that their central nursing station (cns) has a hard drive (hdd) failure. No patient harm was reported.

Manufacturer narrative:
The customer reported that their central nursing station(cns) has a hard drive (hdd) failure. No patient harm was reported. Nihon kohden continues to investigate the reported event. Attempt # 1: 01/22/2021 emailed the customer via microsoft outlook for the patient and tests information: they do not have information. Attempt # 1: 01/22/2021 emailed the customer via microsoft outlook for the devices: no reply was received.

Event description:
The customer reported that their central nursing station( cns) has a hard drive (hdd) failure. No patient harm was reported.